Event description:
During the procedure, when attempting to re-use the 2.5 x 28mm cypher stent delivery system, the physician noted that the stent delivery system was frayed half way up the shaft. There was no reported patient injury. No other additional information was provided.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.